Event description:
On (B)(6) 2009 baxa received medwatch (B)(4) from the FDA which was submitted by (B)(6). The customer reported having syringes of "ephedrine" violet colored label) and succinylcholine" (fluorescent red label) in the same drawer, and a staff member incorrectly removed a syringe labeled "succinylcholine" from the pyxis and administered it instead of the ordered "ephedrine". Apparently, the staff member did not check the label prior to administration. The pt became paralyzed and had awareness of difficulty breathing for about 60 seconds. The pt required a brief period of intubation and ventilatory support. The pt recovered satisfactorily from anesthesia.

Manufacturer narrative:
The rapid-fill correctly filled and labeled the syringe as requested with "succinylcholine". The succinylcholine" had a fluorescent red label, and the "ephedrine" a violet colored label as expected. These labels did not prevent the facility from seeing the label's graduation markings. The hospital staff member incorrectly administered the "ephedrine" syringe with a violet colored label, instead of the "succinylcholine" syringe with a fluorescent red colored label. No labeling or syringe delivery issues occurred. The rapid-fill performed as designed.